Manufacturer narrative:
H1 type of reportable event corrected to serious injury.

Manufacturer narrative:
User reported undergoing surgery to obtain a sample of a nodule for further testing. The user was diagnosed with a nodule on the adrenal glands. The event occurred during the morning of 10-oct-2025; as no specific time was provided, the date when issue happened will be defaulted to on (B)(6) 2025 at 8:00 am. At the time of the call, the user mentioned that the surgery site felt slightly tender. The event was not related to diabetes or glucose measurements. Per dms, there has been no system usage since on (B)(6) 2025.

Event description:
Senseonics was made aware of an event where user reported undergoing surgery to obtain a sample of a nodule for further testing. The user was diagnosed with a nodule on the adrenal glands. The event occurred during the morning of on (B)(6) 2025; as no specific time was provided, the date when issue happened will be defaulted to on (B)(6) 2025 at 8:00 am. At the time of the call, the user mentioned that the surgery site felt slightly tender. The event was not related to diabetes or glucose measurements. Per dms, there has been no system usage since on (B)(6) 2025.